Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during a visual inspection of the pump, the battery compartment was found to be cracked at the threads. There was moisture corrosion observed in the battery canister and on the returned battery cap. The battery cap secured properly to the pump. A pump failed a leak test due to a battery compartment leak. During testing, the pump did not power on. Further testing was not able to be performed due to the unresponsive pump. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.